Manufacturer narrative:
Submission failed on 18-feb-2025 due to an internal error. Section a: additional information. B5: additional information was received that the patient experienced a delay in infusion therapy. No patient harm/adverse effects were reported. H3: one device was returned for repair with complaint of downstream occlusion. Service history review identified that there was no indication the complaint was related to previous service of the device. Review of event logs confirmed the reported problem. Visual/functional testing was performed. The complaint was not duplicated. The downstream occlusion (dso) seal showed moderate bubbling. The probable cause of the reported problem was unknown. Preventive measure replaced dso sensor. Device passed all testing post repair.

Event description:
It was reported that the device exhibited "downstream occlusion". There was unknown patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.